Event description:
Customer reported receiving a motor error alarm on the insulin pump. Customer stated that the insulin pump was bumped prior to the alarm. Customer stated that they do not use the sensor feature on the insulin pump and that they were unable to rewind the device. Customer's blood glucose reading at the time of the call was 175 mg/dl. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.